Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. The anchor is snapped at the distal end and cracked all along the threads. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reported that during an unknown procedure two of their healix br anchors, 4.5mm with orthocord, broke upon insertion. The customer reported the broken pieces were fully removed and confirmed that there were no patient consequences but she had no further information. Please see also medwatch report 1221934-2018-52429